Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2025: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 17-sep-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving dilaudid (500.0 mcg/ml at 50.0 mcg/day) via an implanted pump. It was reported that the pump had become mobile in the pocket, and the patient could feel the pump moving around and it was causing discomfort. The patient denied any falls or injuries but did note that they had recently lost some weight. The patient was taken to surgery where the plan was to suture the pump in place. Once the pocket was opened, it was found that the pump had flipped in the pocket and the catheter was twisted and unable to be used. The catheter was tied off and left implanted out of service; a new catheter was implanted; and the pump was sutured down into the pocket. The new catheter was connected to the pump and successfully aspirated with good flow. A priming bolus was completed, and it was noted that the patient¿s problem was solved at the time of surgery end. It was also indicated that the healthcare provider had no further information to provide regarding the event.